Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine pulse generator change out, loss of output was noted and the patient went asysotic until transthroracic external pacing was engaged. Post operation interrogation the device exhibited backup vvi mode. The device was explanted and replaced successfully.